Manufacturer narrative:
The customer reported complaint for the thermogard displaying error message tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) was confirmed during archive review but not during the initial functional testing. The system was calibrated to address the issue. Console passed functional testing, however, failed burn-in test as the thermogard displayed the mid:09 (air trap assembly) error message, unrelated to the reported complaint. Root cause was determined to be a faulty airtrap sensor block. Visual inspection was performed and found no physical damage, however, the pan drip was noted missing. A review of the event log was performed and tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) errors were noted around the reported event date. As part of routine service during testing, the console was examined and unrelated to the reported complaint, lithium battery in display head show low voltage. The battery was replaced to address the issue. Following the repair and parts replacement, the thermogard passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console sn (B)(4).

Event description:
As reported, during the device check, the thermogard console (sn (B)(4)) displayed a tcmid:07 (coolant temp high) and tcmid:05 (coolant diif failure) error messages. No patient involvement.